Event description:
Hernia repair just above the naval done in 2013 and within less than a year the hernia is back even worse and mesh is somewhere and surgeon does not feel need to fix even though hernia bulge is much worse than its original state. Went back to surgeon twice with no treatment plan.